Event description:
It was reported that the luer lock came off the syringe when the grey protector cap was removed. The luer lock was re-attached to the syringe and while priming the device the luer lock and cannula detached from the syringe. This issue occurred with two devices from the same lot. The devices did not come in contact with the patient. Another device from a different lot was used to complete the procedure successfully and without any injury to the patient.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.